Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. During evaluation, the user reported symptoms (unprompted changing of alarm limits and units of measure [uom]) were not duplicated. However, during evaluation, it was noted that there was only one way communication between the wireless processing unit (wpu) and display controller units (dcu). To rectify this problem, the radios were replaced in the wpu and two dcu¿s. Following replacement of these parts, the device was functionally tested, calibrated and returned to the user. Following return of the device to the user, there were no other reports of this problem occurring at this user facility. The user report stated that, at one point in time, one dcu changed etco2 to kpa and the other dcu continued to show etco2 in mmhg. One way communication between the wpu and dcu would be a possible explanation as to why the two dcus showed different uom and the operator observing a toggling back and forth of alarm limits and uom ¿ the two dcus would be trying to synchronize their settings, as per the device¿s design, and would have difficulty synching up as this type of information would be sent through the suspect radio. This event was not reported initially to us FDA since there was no death or serious injury reported as a result of the malfunction. Also, the user reported that the device malfunction was obvious because, the device immediately alarmed when anesthetic agent alarm limits changed. Additionally, when the uom changed, the device properly and accurately converted the displayed numeric data to the secondary uom. For example, when the nibp units of measure change from mmhg to kpa, the displayed nibp patient data was accurately converted from mmhg to kpa. As a result of the obvious nature of the malfunction, harm was not expected to occur should the malfunction recur. Approximately four months after the above-mentioned user report, similar symptoms of unprompted changes to nibp and temperature uom and anesthetic agent, temperature and spo2 alarm limit values were noted during testing of a production-equivalent device (product was under development at the time and not released to the field). This production-equivalent device was built using the same radio as that in the above-mentioned user device. These two occurrences were recently revisited during a review of defects completed as part of product development activities (note: cross functional team reviews of the internal defect tracking system as part of design control activities was recently implemented as a result of inspection findings). At that time, additional clinical options regarding the reported problem were sought out and a health hazard evaluation (hhe) was conducted. The hhe concluded on (B)(4) 2011 that, hf the problem were to recur, the device could potentially fail to produce audible or visual alarm as expected by the user. If the user of the device relies on only visual or audible alarms to alert themselves to a potentially critical patient event and is not actively monitoring the numerical data outputted by the device (which is accurate), the need for medical intervention could go undetected which could result in serious injury. Note: the reported unprompted uom change is not considered to be a health hazard since vital sign numerical data is accurately converted to the alternate units of measure. Additionally, each vital sign parameter¿s uom is continually shown on the device¿s display. Therefore, the user would be aware of the uom at all times. Us FDA was notified of a mandatory field change order on (B)(4) 2011, which is being issued to replace the radios in all affected devices in the field. Until devices can be serviced by the manufacturer, users will be informed of the problem via a field safety notice and will be provided with actions to take to reduce the risk of harm to patients.

Event description:
The user reported that, during an MRI scan in the 1.5t scanner: blood pressure reading was 92/56 mmhg, but then the numerical values changed to 12.2/7.4 (note: the user did not indicate the units of measure (uom) for the 12.2/7.4 reading, but if one were to convert the initial 92/56 mmhg reading to kpa, a reading of 12.2/7.4 would be obtained). After a few minutes, the user reported that the uom flipped back to showing pressure in mmhg. Alarms for anesthetic agents began sounding. Upon investigation, the user determined that all agent alarms (upper and lower) were set to 0, with the exception of desflurane and halothane upper limit, which was set to 0.1%. The agent alarm limits were manually reset to factory defaults to resolve the immediate problem. Respiratory rate alarms automatically reset to default values. Once the patient and monitor were moved to the CT scanner, the user reported that: alarms for anesthetic agents automatically reset as they did before and these were again manually reset to factory defaults to resolve the immediate problem. After the patient was moved to the MRI recovery area, the user reported that: etco2 readings spontaneously changed to kpa from mmhg on both displays. Etco2 was manually reset to use mmhg units to resolve the immediate problem. Shortly afterwards, one display changed etco2 to kpa and the other display continued to show etco2 in mmhg. Alarms for anesthetic agents sounded again and the user noted that agent alarm limits had spontaneously reset as stated above. The patient was woken up and the device quarantined and left switched on. There was no reported harm to the patient.